Event description:
The patient reported one of their transmitters was "giving a little shock" during the initial programming of their device. Therapy has been initiated and the patient reports no abnormal sensations (no buzzing, tingling, or shocks). All transmitters have been tested and are functioning properly. No additional issues have been reported.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. The commercial team member noted the "shocking" sensation experienced by the patient was the expected paresthesia/tonic response during initial programming which were well within normal parameters. The stimulator is used to treat pain. The cause of the shocking sensation is an expected paresthesia/tonic response during programming. Therefore, the as analyzed code was selected as no problem found (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.